Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 354 mg/dl. Reportedly, the customer's endocrinologist input the carbohydrate ratio and correction factor incorrectly into the pump. Customer addressed bg levels with a syringe. Recommendation was made for the customer to discuss diabetes management with a health care professional.